Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One each of the following 6f angio-seal sts plus components were received for evaluation; hemostasis sheath, puncture locator, plastic pouch, guidewire and carrier tube assembly. A blood-like substance (bls) was seen on the returned components. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position the anchor was visible with its leading leg located approximately even with the distal sheath tip, consistent with non-deployment. No other visual anomalies were noted. The device was functionally tested - the carrier tube assembly was moved into the full forward-lock position. The anchor fully exited the sheath distal tip; the trailing leg cleared the monofold. The monofold fully collapsed onto the carrier tube. The carrier tube assembly was then moved to the full rear-lock position. The anchor fully posted against the sheath monofold. The anchor was then grasped and the suture extracted. The clear heat shrink tubing, knot, and collagen were all exposed. The collagen was discolored with a blood-like substance. The tamper tube was not released due to obstruction by dried blood like substance. The presence of tamper tube was verified by cutting the carrier tube assembly. No other anomalies were noted during deployment. According to angio-seal vip IFU art100041662d(2016--01) b. Set the anchor, step 1 and step 2 adequately mention setting the anchor and insertion of carrier tube assembly in to the sheath. Visual and functional testing results could not confirm the complaint. The likely root cause is that the carrier tube assembly was not inserted properly into the hemostasis sheath. The IFU was reviewed and sufficient instructions were found for insertion of carrier tube assembly into the sheath. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file didn't find any other similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that shuttling occurred. The facility described it as: the anchor was pushed out of the sheath, but was not placed and came back into the sheath. Due to shuttling, the angio-seal device was not used. Instead, manual compression was applied to achieve hemostasis. The hemostasis was successfully achieved by manual compression only. The puncture site was the right common femoral artery. The size of the sheath ancillary used was 6 fr. The physician had completed the training process on the device prior to this case. It was reported that the blood loss was less than 250cc. It was reported there was no health damage to the patient. No other devices or equipment were reported to be used with the reported product.